Manufacturer narrative:
UDI reference number: (B)(4). A device history record review (DHR) was performed and did not reveal any issues that may have contributed to the complaint event. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and patient becomes symptomatic, it may require intervention. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic esearch consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification in this case, the cause of the stenosis and severe central regurgitation cannot be confirmed. However, may be due to patient factors (natural progression of valvular disease process, renal failure on hd three times weekly) or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, one year and seven months post tavr procedure the patient developed severe central ai and underwent a valve in valve (23mm sapien 3 ultra valve in 23mm sapien 3 valve) procedure. Additional information provided by the hospital medical records indicated the patient had been feeling weak and had shortness of breath. She presented to the emergency room and was found to be in congestive heart failure with cardiogenic shock. A tee was performed showing and ava of 1.0cm2 with severe stenosis, severe aortic regurgitation and a mean gradient of 48mmhg. The decision was then made to deploy a second valve. Post deployment of the 23mm sapien 3 ultra valve within the existing 23mm sapien 3 valve, the patient¿s echo showed the mean gradient had reduced to 8mmhg with no regurgitation. The patient was reported to have been in a ¿good¿ position post procedure.

Manufacturer narrative:
Updating FDA reporting follow up task owner.